Event description:
It was reported that the patient experienced an unknown problem with the sensor and had a syncopal episode after the sensor had been inserted in the abdomen. The patient reported that she had a syncopal episode and injured her knee and broke her patella as a result. The patient stated she did not know if the syncopal episode was caused by her glycemic state. She reported that about 30 minutes prior to the episode, she checked her sugar (not specified whether cgm or bg) and it was reportedly fine at that time (no value provided). The patient noted that the sensor failed afterwards. At the time of the report, the patient was calling from the emergency department and declined to provide further details. It was not specified whether the patient experienced a hypoglycemic or hyperglycemic state. Treatment or medication for a glycemic state was not specified. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.